Manufacturer narrative:
The reporter clarified these lot numbers 60251646, 60251817, 60252493, 60252496, 60252497, 60252515, 60252516, 60252882, 60252845, 60255626, 60255625, 60256718 and 60256790 were potentially associated with this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter (pm) was observed inside an unknown quantity of exactamix 250 ml eva tpn bags after filling. The pm identified by the customer included one or more of the following: styrene, acrylonitrile copolymer, polypropylene, isotactic, abs, paper, ethylene, polysulfone, nylon, fishing line, acrylonitrile copolymer 32% and styrofoam (rubber). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h10 h10: the lot numbers 60251646, 60251817, 60252493, 60252496, 60252497, 60252515, 60252516, 60252882, 60252845, 60255626, 60255625, 60256718 and 60256790 had been clarified by the reporter to be a suspected lot number potentially associated with the issue; therefore, this report has been updated to a duplicate of 1416980-2021-02635. 1416980-2021-02635 was submitted for an unknown lot number and will now cover all potentially associated lots. Should additional relevant information become available, a supplemental report will be submitted.